Event description:
The iab was inserted into the patient on 06/26/1998 at 11:45 a.m. And removed on 06/28/1998 at 10:00 p.m. The iab did not malfunction. The patient had major ischemia and removal of the iab was required. The patient went on to expire on 06/28/1998 at 10:00 p.m. The contact stated that the patient's death was not a direct consequence of the iab or iab therapy. The iab was not returned to datascope. (Event complications: major ischemia/removal required - reported 08/24/1998.) (Pt's current status: expired - reported 08/24/1998.)